Manufacturer narrative:
A ge service rep performed an on site investigation. The generator drive board and the software were installed and the filament was calibrated during the service call. The system was tested, found to be working as intended and put back into service.

Event description:
It was reported that during an exposure the system displayed an overload fault error and shut down. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.